Event description:
Several months after implantation, the skin over the surgical scar began to break down, resulting in partial exposure of the implant housing beneath a thin layer of skin. This occurred without any signs of infection, and the recipient remained in good general health. Finally, the recipient underwent explantation. Preoperative images taken showed an extrusion of the device. During the explantation procedure, a new skin flap was planned, along with re-implantation in the same surgical session. However, it is currently unknown whether the re-implantation was performed as intended.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to extrusion of the device through the skin. According to the device explantation report form the recipient had a poorly closed incision, which might have contributed to the observed issue. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
Several months after implantation, the skin over the surgical scar began to break down, resulting in partial exposure of the implant housing beneath a thin layer of skin. This occurred without any signs of infection, and the recipient remained in good general health. Finally, the recipient underwent explantation. Pre-operative images taken showed an extrusion of the device.